Manufacturer narrative:
The qc data gave no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. The field engineering specialist was unable to determine a cause. He flushed out the rinse nozzles, he adjusted the rinse cell water level, and he checked the gear pump pressure and the probe alignment. He ran precision check testing with acceptable results. The customer performed successful calibration and qc testing. The investigation did not identify a product problem. The cause of the event could not be determined. There were no further issues following the service visit.

Event description:
The initial reporter complained of a questionable low chol2 cholesterol gen.2 for 1 patient tested on a cobas 6000 c (501) module. The initial cholesterol result was 4.6 mg/dl. On (B)(6) 2019 the same patient sample was tested and had a cholesterol result of 195.4 mg/dl. The initial cholesterol result was reported outside of the laboratory. The repeat result was deemed to be correct. The cholesterol reagent lot was 39520501 with an expiration date of 31-dec-2019.